Event description:
Treatment of an ais (acute ischemic stroke) - m1 occlusion. During the mechanical thrombectomy, it was reported that the solitaire fr stent separated and remained in the m1.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remained in the patient and the pushwire was discarded.(B)(4).